Manufacturer narrative:
(B)(4). Method: wall thickness of either side of break measured. Strength testing carried out on longitudinal strength of graft. Retained qc and manufacturing records reviewed. Scanning electron microscope (sem) images taken of internal and external surface taken. Result: no issues were found with batch history records. All processes and checks were carried out to specification. All batch physical tests and in process tests passed acceptance criteria. Longitudinal strength testing and wall thickness testing on returned graft met acceptance criteria. Sem images of internal and external surface did not show any irregularities in the graft structure. Conclusion: no issues were found on review of this batch. All physical testing on returned sample met acceptance criteria. No root cause of the failure could be established by testing carried out on returned graft. This issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops, action may be taken at that time. Vascutek now considers this complaint as closed.

Event description:
Inserted a maxiflo graft for renal access. While tunneling the graft broke into two pieces. New graft was obtained and used. (Note: batch information showed graft was from the maxiflo range and not from taperflo range as initially reported to vascutek).